Manufacturer narrative:
H3, h6: it was reported within the literature article "modular junction may be more problematic than bearing wear in metal-on-metal total hip arthroplasty", that revision surgeries were performed due to adverse reactions to metal debris. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation cannot be performed. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded. In addition, the physician referenced in the abstract provided an analysis of all the attached images. Therefore, no further interpretation of the attached images is required. No further medical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
On the literature article named "modular junction may be more problematic than bearing wear in metal-on-metal total hip arthroplasty", it was reported that, after an anthology stem had been implanted on 5 patients, 5 revision surgeries were performed due to adverse reaction to metal debris. During these surgeries, blackened corroded debris was observed at the junction between the stem and the femoral head adapter sleeve. Wear at the surface of the trunnion was also observed. Stems were well fixed and were not explanted. The bearings were changed to ceramic on ceramic.